Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that skin around this product was red and warm. An infection is suspected. No intervention was performed at this time and the patient will be seen again in one week. Attempts to obtain additional information were unsuccessful. All available information indicates that this product remains in service.